Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached the recommended replacement time (rrt) after two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Battery depletion was indicated/elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk occurred on (B)(6)-2012 with device rrt of less than or equal to 2.6251 volts. Concomitant products 4194 implantable pacing lead 2011-(B)(6), 5076 implantable pacing lead 2011-(B)(6). (B)(4).